Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the left lead was exhibiting low impedances and as such surgical intervention was undertaken wherein both the extensions were replaced since it made tunneling easier. Therapy was restored following the procedure.